Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown at this time if device will be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 4.5mm nc trek balloon got stuck inside the guide catheter and the whole system had to be removed. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that guide catheter was bent or kinked in the anatomy causing a reduced clearance between the nc trek and the inner diameter of the guide catheter, and with further movement, the devices became stuck together; however, this could not be confirmed. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.